Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming was performed, but the issue persisted. As a result, the patient underwent surgical intervention during which the lead was explanted and reprogrammed with their other lead. During the procedure, it was noted that the explanted lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.